Event description:
Based on the 2012 published article: photorefractive keratectomy in pts with mild to moderate stable keratoconus: a five-yr prospective f/u study: "in our study, we used mitomycin c in all pts and haze was not a major concern (eight pts had grade ii haze at one month f/u). At the end of ur f/u, no pts had any vision-impairing haze." Please refer to the article for add'l details regarding the results of the study.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).